Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of astigmatism, iron deficiency anaemia, tubal ligation, headache, dysphonia, bacterial vaginosis, parity 4, multi gravida, amenorrhea and menstrual disorder. She denies having toxic habits. Anatomical pathologies: no arterial hypertension, no dyslipidemia, no history of diabetes mellitus. Concomitant products included amoxicillin, clarithromycin and omeprazole. On (B)(6) 2015, the patient had essure inserted. An unknown time she experienced pelvic pain (seriousness criterion intervention required), pelvic discomfort ("pelvic discomfort."), dyspareunia ("dyspareunia"), abdominal pain lower ("hypogastric pain"), abdominal pain ("abdominal pain"), abdominal distension ("swollen abdomen"), back pain ("lower back pain/the patient presents with pain in both lumbar regions radiating to buttock"), ovarian cyst ("ovarian cyst"), pain in thigh ("pain in the left thigh"), oropharyngeal discomfort ("pharynx discomfort"), dysphonia ("functional dysphonia"), pharyngeal disorder ("pharyngeal bolus."), muscle contracture ("contractions"), asthenia ("asthenia"), pain of lower extremities ("pain in lower and upper limbs."), device intolerance ("intolerance to essure"), dyspepsia ("heartburn/ dyspepsia"), helicobacter infection ("h. Pylori infection") and epigastric discomfort ("epigastric discomfort"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic discomfort, abdominal pain lower, abdominal pain and back pain had not resolved. The outcomes for pelvic pain, dyspareunia, abdominal distension, ovarian cyst, pain in thigh, oropharyngeal discomfort, dysphonia, pharyngeal disorder, muscle contracture, asthenia, pain of lower extremities, device intolerance, dyspepsia, helicobacter infection and epigastric discomfort were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, back pain, device intolerance, dyspareunia, dyspepsia, dysphonia, epigastric discomfort, helicobacter infection, muscle contracture, oropharyngeal discomfort, ovarian cyst, pain in thigh, pain of lower extremities, pelvic discomfort, pelvic pain and pharyngeal disorder to be related to essure administration. The reporter commented: the patient still not in good health, receiving treatments and assessing the sequelae suffered. She does not report bleeding, hair loss, tooth loss, urinary tract infections, loss of vision, or headaches, as mentioned in the complaint. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] (date unknown): leukocytes: 6.57 (x10e3/mcl) x10-3/mcl, neutrophils: 58.7%, lymphocytes: 31.1%, monocytes: 5.5%, eosinophils: 2.7%, basophils: 0.4%, absolute neutrophils: 3.85 (x10e3/mcl) x10-3/mcl, absolute lymphocytes: 2.04 (x10e3/mcl) x10-3/mcl, absolute monocytes: 0.36 (x10e3/mcl) x10-3/mcl, absolute eosinophils: 0.18 (x10e3/mcl) x10-3/mcl, absolute basophils: 0.03 (x10e3/mcl) x10-3/mcl, red blood cells: 4.65 (x10e6/mcl) x10-6/mcl, haemoglobin: 12.4 g/dl, haematocrit: 37.7%, mean corpuscular volume (mcv): 81.1 femtoliter (fl), mean corpuscular haemoglobin (mch): 26.6 pg, mean corpuscular haemoglobin concentration (mchc): 32.8 g/dl, red cell distribution width - coefficient of variation (rdw-cv): 12.2%, platelets: 250 (x10e3/mcl) x10-3/mcl [hysterosalpingogram] on (B)(6) 2014: non-patent fallopian tubes; therefore, the method is now considered effective. The patient may discontinue the additional contraceptive method. [Pathology test] on (B)(6) 2020: uterus measuring 7'5x3'4x4'5 cm with right tube measuring 5'5 cm and left tube measuring 5 cm with intratubal essures which are removed and photographed. Cervix and endocervical canal without alterations. Endometrial thickness of 0.3 cm. Representative inclusion, blocks a1: anterior cervix, a2: posterior cervix, a3: isthmus, a4: endometrium, a5: right fallopian tube, a6: left fallopian tube uterus with chronic cervicitis and proliferative endometrium. Uterine tubes without relevant alterations. [Pregnancy test urine] (date unknown): negative. [Ultrasound scan vagina] on (B)(6) 2014: implants were found to be at a distance of less than one centimetre; on (B)(6) 2019: regular and normal uterus. Homogeneous endometrium measuring 4 mm. Both essure devices are visible. Right ovary not visualized. Left ovary is in retrouterine position with a 2 cm hypoechoic area. No abnormal adnexal images, and no free fluid. On (B)(6) 2020: liver of normal size and homogeneous echogenicity, without space-occupying lesions. No dilatation of the intrahepatic or extrahepatic biliary tract. Gallbladder of normal volume, with liquid content and no wall oedema. Portal vein of normal calibre, permeable. Pancreas and large retroperitoneal vessels without visible alterations. Spleen of normal size and homogeneous echogenicity. Kidneys of normal size and morphology, with good definition of the contour and corticomedullary differentiation. Ampullary renal pelvis with mild calcification of the left kidney. Bladder poorly repleted, not assessable. Conclusion: ampullary renal pelvis with slight calcification of the left kidney. (Dates unknown): uterus in aligned position with normally-inserted essure devices. Uterus and adnexa without pathologies and uterus in aligned position of normal size. Homogeneous endometrium. Both essure devices are visible. Normal right ovary. Left ovary in retro uterine position with a hypoechoic structure (discrete and mixed echo) measuring 18 mm. No free fluid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 29 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of astigmatism, iron deficiency anaemia, tubal ligation, headache, dysphonia, bacterial vaginosis, parity 4, multi gravida, amenorrhea and menstrual disorder. She denies having toxic habits. Anatomical pathologies: no arterial hypertension, no dyslipidemia, no history of diabetes mellitus. Concomitant products included amoxicillin, clarithromycin and omeprazole. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain"), back pain ("lower back pain / the patient presents with pain in both lumbar regions radiating to buttock "), pain in thigh ("pain in the left thigh"), oropharyngeal discomfort ("pharynx discomfort"), dysphonia ("functional dysphonia"), pharyngeal disorder ("pharyngeal bolus."), abdominal distension ("swollen abdomen"), muscle contracture ("contractions"), dyspareunia ("dyspareunia"), asthenia ("asthenia"), pain of lower extremities ("pain in lower and upper limbs."), device intolerance ("intolerance to essure"), ovarian cyst ("ovarian cyst"), dyspepsia ("dyspepsia"), helicobacter infection ("h. Pylori infection"), epigastric discomfort ("epigastric discomfort"), heartburn ("heartburn"), abdominal pain lower ("hypogastric pain") and pelvic discomfort ("pelvic discomfort."). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the abdominal pain, back pain, abdominal pain lower and pelvic discomfort had not resolved. The outcomes for pelvic pain, pain in thigh, oropharyngeal discomfort, dysphonia, pharyngeal disorder, abdominal distension, muscle contracture, dyspareunia, asthenia, pain of lower extremities, device intolerance, ovarian cyst, dyspepsia, helicobacter infection, epigastric discomfort and heartburn were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, asthenia, back pain, device intolerance, dyspareunia, dyspepsia, heartburn, dysphonia, epigastric discomfort, helicobacter infection, muscle contracture, oropharyngeal discomfort, ovarian cyst, pain in thigh, pain of lower extremities, pelvic discomfort, pelvic pain and pharyngeal disorder to be related to essure administration. The reporter commented: the patient still not in good health, receiving treatments and assessing the sequelae suffered. She does not report bleeding, hair loss, tooth loss, urinary tract infections, loss of vision, or headaches, as mentioned in the complaint. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] (date unknown): leukocytes: 6.57 (x10e3/mcl) x10-3/ l, neutrophils: 58.7%, lymphocytes: 31.1%, monocytes: 5.5%, eosinophils: 2.7%, basophils: 0.4%, absolute neutrophils: 3.85 (x10e3/mcl) x10-3/ l, absolute lymphocytes: 2.04 (x10e3/mcl) x10-3/ l, absolute monocytes: 0.36 (x10e3/mcl) x10-3/ l, absolute eosinophils: 0.18 (x10e3/mcl) x10-3/ l, absolute basophils: 0.03 (x10e3/mcl) x10-3/ l, red blood cells: 4.65 (x10e6/mcl) x10-6/ l, haemoglobin: 12.4 g/dl, haematocrit: 37.7%, mean corpuscular volume (mcv): 81.1 femtoliter (fl), mean corpuscular haemoglobin (mch): 26.6 pg, mean corpuscular haemoglobin concentration (mchc): 32.8 g/dl, red cell distribution width - coefficient of variation (rdw-cv): 12.2%, platelets: 250 (x10e3/mcl) x10-3/ l. [Hysterosalpingogram] on (B)(6) 2014: non-patent fallopian tubes; therefore, the method is now considered effective. The patient may discontinue the additional contraceptive method. [Pathology test] on (B)(6) 2020: uterus measuring 7'5x3'4x4'5 cm with right tube measuring 5'5 cm and left tube measuring 5 cm with intratubal essures which are removed and photographed. Cervix and endocervical canal without alterations. Endometrial thickness of 0.3 cm. Representative inclusion, blocks a1: anterior cervix, a2: posterior cervix, a3: isthmus, a4: endometrium, a5: right fallopian tube, a6: left fallopian tube uterus with chronic cervicitis and proliferative endometrium. Uterine tubes without relevant alterations. [Pregnancy test urine] (date unknown): negative. [Ultrasound scan vagina] on (B)(6) 2014: implants were found to be at a distance of less than one centimetre; on (B)(6) 2019: regular and normal uterus. Homogeneous endometrium measuring 4 mm. Both essure devices are visible. Right ovary not visualized. Left ovary is in retrouterine position with a 2 cm hypoechoic area. No abnormal adnexal images, and no free fluid.; on (B)(6) 2020: liver of normal size and homogeneous echogenicity, without space-occupying lesions. No dilatation of the intrahepatic or extrahepatic biliary tract. Gallbladder of normal volume, with liquid content and no wall oedema. Portal vein of normal calibre, permeable. Pancreas and large retroperitoneal vessels without visible alterations. Spleen of normal size and homogeneous echogenicity. Kidneys of normal size and morphology, with good definition of the contour and corticomedullary differentiation. Ampullary renal pelvis with mild calcification of the left kidney. Bladder poorly repleted, not assessable. Conclusion: ampullary renal pelvis with slight calcification of the left kidney.; (dates unknown): uterus in aligned position with normally-inserted essure devices. Uterus and adnexa without pathologies and uterus in aligned position of normal size. Homogeneous endometrium. Both essure devices are visible. Normal right ovary. Left ovary in retro uterine position with a hypoechoic structure (discrete and mixed echo) measuring 18 mm. No free fluid. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: event injury nos is replaced with event pelvic pain. New events abdominal distension, abdominal pain, abdominal pain lower, asthenia, back pain, device intolerance, dyspareunia, dyspepsia, heartburn, dysphonia, epigastric discomfort, helicobacter infection, muscle contracture, oropharyngeal discomfort, ovarian cyst, pain in thigh, pain of lower extremities, pelvic discomfort, pelvic pain and pharyngeal disorder are added. Essure insertion & removal date added. Medical history & concomitant drugs are added. Patient, product & reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.